Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin squirted out of the reservoir compartment. Customer's blood glucose was 400 mg/dl. Customer's mother reported there was leak at the back end of the insulin pump, there were fluid or insulin in the reservoir compartment. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.